Event description:
Customer reported the system would not save images. Upon reboot, the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sata cable. System operates as intended.